Event description:
On (B)(6) 2009, I underwent a right total hip arthroplasty. I received a depuy hip system consisting of a pinnacle cup size 60 mm, with the 40 x 60 mm metal liner, a femoral stem size 7 standard offset, and an articul/eze m-spec femoral head, size 40 mm +1.5 offset. On (B)(6) 2010, I underwent a left total hip arthroplasty. I received a depuy hip system consisting of a pinnacle cup size 60 mm, with the 36 inner diameter metal liner, a summit femoral stem size 6 high offset and a 36 mm femoral head. Soon after these surgeries, I began experiencing pain and difficulty with my implants. Since the implantation of the pinnacle devices, I have experienced severe pain, discomfort and inflammation in my right thigh hip area and left thigh and left hip area. I also feel extreme discomfort when sitting, walking, or standing for periods of time.